Event description:
It was reported that during preparation for a vena cava filter system deployment, a kink was discovered iin the delivery sheath; therefore, a new filter system was prepped and deployed successfully. There is no reported patient contact.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation; therefore, the complaint investigation is inconclusive for a kinked introducer sheath. Based upon the available information, the definitive root cause for this event is unknown.